Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. During lead revision, externalized conductors were observed on the rv lead. The lead was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.